Event description:
A complainant alleged that she had experienced a reaction with symptoms of burns on the forearm after coming into contact with counter tops that were cleaned with caviwipes1.

Manufacturer narrative:
No information was provided regarding the product's catalog number, lot number, or expiration date. The complainant sought medical attention with a dermatologist where she was prescribed a cream for her arm. The complainant stopped used the product and to date, she is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.